Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Does the surgeon routinely wait 15 seconds prior to firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws proximal to cut line? Approximately how long after firing did event occur? Were any staple formation issues noted? What is the current patient status? The surgeon stated that a crack was heard when closing the device. The firing motion was initiated, and the blade returned, and device opened as normal. The staple line seemed ok initially, but it was noticed that the vessel opened in the center after a while and there was 500cc of blood loss, requiring a transfusion. The surgeon stated that the device was not difficult to close when the crack was heard. In a third case, a 2-3 mm opening was observed in the proximal part of vessel. There were staples on one side of vessel and none on the other. The vessel was sutured. He also confirmed that the tips were completely visible, and the vessel was right in the middle of the jaws.

Event description:
It was reported that during a right liver resection, doctor used a pve35a to resect the hepatic vein. The stapler was fired without incident, but after the stapler was fired, the staple lined opened resulting in bleeding. Doctor sutured the vein closed. He used surgicel snow and powder to control bleeding. This took place during the third firing of the device. The patient associated with this event required two units of blood the day after the procedure. Patient is doing well now.